Event description:
It was reported while using bottle plastic bactec plus aerob/f 50/pk, 442023, the customer found there was a bottle without a label. The following information was provided by the initial reporter: "this is a report about a missing label. According to the customer¿s information, there was a bottle without a label."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter first name: unknown.

Event description:
It was reported while using bottle plastic bactec plus aerob/f 50/pk, 442023, the customer found there was a bottle without a label. The following information was provided by the initial reporter: "this is a report about a missing label. According to the customer¿s information, there was a bottle without a label."

Manufacturer narrative:
H.6 investigation summary: catalog 442023. Batch no. 1355903. Customer claim is for a missing vial label. One out of two photos received, showed a missing vial label. Returned good samples were not received. Bd was unable to reproduce customer experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for reported defect (no vial label). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photo received. An engineering technical assessment was performed to determine if the wailer bottle labeler had any mechanical issues and/or breakdowns on the labeling process of aforementioned batch. Investigation revealed that preventive maintenance to the machine was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there were no issues for vials without label reported on that date. After evaluating the production reports, issues were reported on the weiler labeler machine related with several jams, broken labels and machine out of synchronization. There are controls in place to avoid this type of defect. The machine was evaluated and it was found to be working as expected. As a preventive action, a change control was completed to add new redundant label inspection system to ensure the presence of the vial label. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.